Manufacturer narrative:
Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This case occurred outside of the USA, in the (B)(6). A female patient was injected with a teosyal rha 2 product in the nose on (B)(6) 2022. Late in the evening of the same day, she presented discolouration on and around the nose. The injector described the symptoms as skin blanching, mottling of skin and discolouration. On (B)(6) 2022, we learned that the injector suspected the cause might be a vascular occlusion, therefore this case became reportable. Around 1 am on (B)(6) 2022, the injector reviewed the patient in clinic, where she administered of hyaluronidase (3 ampoules hyalase), applied heat and firm massage, and prescribed acetylsalicylic acid (aspirin). The patient was kept 2 hours in the clinic. Based on the check-up photos and videos sent in the a check up and phots and videos sent in the days that followed, the injector observed the corrective treatments resolved the adverse event. A local medical expert was mandated to comment on the underlying diagnosis proposed by the injector. He advised that confirming the vascular occlusion would require additional elements (a capillary refill video, before photos) that were not provided. The latest information received confirmed that the patient is fully recovered without any sequelae. Despite reminders, no further details could be obtained (such as product serial number, exact hyaluronidase dosage).